Event description:
It was reported that the surgeon was advancing a +19.5 one piece collamer lens, and the foam tip plunger bent and tore the lens in the cartridge. No pt contact.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, half of the lens was rec'd stuck in the tip of the cartridge which has damage to it. There is clear surgical residue on the lens and the cartridge. It should be noted that the injector was not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with the lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.